Manufacturer narrative:
Pump received with intermittent button response due to flattened dome switch on escape, act, up arrow and down arrow button. J2 connector was inspected and locked on lcd board. No button error alarm and audio/beep anomaly during testing. Pump passed displacement test and self test. Pump received with cracked reservoir tube lip, cracked case near display window corners, stained end cap sticker and minor scratches on display window noted

Event description:
It was reported via phone call that the insulin pump started beeping and button stopped responding. It was reported that the insulin pump stopped working. The customer's blood glucose was 63 mg/dl at the time of incident. The insulin pump will be returned for analysis.